Event description:
After 25 months of implantation, the device involved in this MDR report was explanted and returned because failure to charge was observed during follow up. It should be noted that the observed long charge times occurred during automatic battery/capacitor reformings or during manual testing only.